Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent a surgical procedure on (B)(6) 2008 and mesh was implanted along with concurrent vh, cystourethroscopy and sacral colpopexy due to sui and pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding and dyspareunia. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to mesh erosion, pop, urine leakage, burning on urination, difficulty initiating urine stream, frequent urination, incomplete voiding and pain on urination. It was reported that patient underwent mesh revision/removal on (B)(6) 2010 due to mesh erosion, pop, cystocele and incomplete bladder emptying. It was reported that patient underwent mesh excision on (B)(6) 2012 due to mesh erosion, pelvic pain, dyspareunia and recurrent cystocele-enterocele-rectocele. No additional information was provided. A review criteria. Of the batch manufacturing records was conducted and the batch met all finished goods release.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided. .

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.